Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On the same day of diagnosis of peritonitis, the patient began treatment with intravenous (IV) injection of piptaz (4.5 gram, two times per day) and IV injection of vancomycin (1 gram, every 72 hours for four days) for peritonitis. Two days after initiation, treatment with antibiotics was discontinued and the patient was recovered. Dianeal therapy was ongoing. No additional information is available.